Event description:
Customer reported that there were no audible alarms on the dinamap pro 1000 pt monitor due to a speaker hardware failure. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.